Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (arm) while wearing the device. The patient's blood glucose level reached 20 mmol/l (360 mg/dl) during the event. Symptoms reported include purulent discharge and pain. It was reported that a piece of skin came off when they removed the adhesive. On (B)(6) 2024, the patient went to a scheduled appointment with her healthcare provider and was prescribed antibiotics as well as antibacterial shower gel and cream. It was reported that the patient went to the hospital again due to the same issue on (B)(6) 2025. Once the skin is healed the patient was also given a barrier spray to use. This is the report for the first incident. The second incident (follow-up visit) was reported in (B)(4) mrha ref: (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.